Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "broach corail amt 13 bent, does not fit into broach handle." The product was not returned to depuy synthes, however photos were provided for review. See attachments (B)(4). The photo investigation revealed that 'l20413, broach corail amt 13¿ had deformed/bent tip. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending, however the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the broach corail amt 13 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the broach corail amt 13 is bent, does not fit into broach handle. Patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "broach corail amt 13 bent, does not fit into broach handle." The product was not returned to depuy synthes, however photos were provided for review. See attachments (B)(4) .1.jpg, (B)(4) .2.jpg and (B)(4) .3.jpg. The photo investigation revealed that 'l20413, broach corail amt 13¿ had deformed/bent tip. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending, however the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the broach corail amt 13 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: broach corail amt 13 bent, does not fit into broach handle. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that broach corail amt 13 had stripped patterns and deformations on the edge of the post, as shown on the next attachment (pal - (B)(4) ¿ photos taken by (B)(4) ¿ 06-12-2024). These conditions can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in stripping and deforming the post of device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test was performed using a depuy synthes broach handle ( (B)(6) ) sample. The functional test revealed broach corail amt 13 was able to assemble but with certain difficulty due to the damage observed. Although the functional test passed, reported allegation can be confirmed as there were difficulty to assemble the device with the main handle. The overall complaint was confirmed as the observed condition of the broach corail amt 13 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.